Event description:
The peritoneal dialysis (pd) patient reported to fresenius via a customer survey response that their baxter bag comes undone very often and leaks onto their carpet floor. The patient¿s caregiver ensures the connection is tight, however the bag still falls off and leaks. They stated that they have told fresenius that the baxter connection comes undone and then the rest of the caps will be fine for months and then it will leak by falling off. Additional information was requested, however a response was not received. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock apd luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.